Event description:
A small metallic wire fractured from the peg of this single peg biomet resurfacing component. The patella component was loose. The peg component was still within the central fixation bone, but sheared. The pt had to have surgical intervention to remove the malfunctioning device and replace with new device.